Event description:
Nurse attempted to remove the feeding tube but could not because it got caught in the nasal passage way. The physician came in and reinserted the stylet then advanced the tube to the back of the throat. He manually extracted the tube from the back of the throat and pulled it out through the mouth. He had to cut off the weighted end during the procedure. The pt suffered no injury.